Manufacturer narrative:
.

Event description:
New information notes that the lead exhibited loss of capture.

Event description:
It was reported that the atrial lead exhibited a capture anomaly. The lead was capped and replaced.